Manufacturer narrative:
The user complaint about receiving glucose suspend alerts on (B)(6) 2025, day 12 after insertion. The sensor was returned for further investigation. In house testing of the returned sensor showed no issues with sensor chemical performance. A review of the dms data revealed quality flags due to communication/missed reads on asic issues raised on all 4 channels causing glucose blinding on all these channels, triggering the glucose suspend alerts. The user was offered a sensor replacement as a resolution. B4. Date of this report 09 august 2025. D9 device available for evaluation? Yes on 18 june 2025. G3.date received by the manufacturer? 09 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10 h6. Investigation findings updated to 628 h6. Investigation conclusions updated to 4307.

Event description:
On 11 may 2025, senseonics was made aware of an incident where user received "glucose suspend alert" which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.